Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6: the previous device code (implant bearing wear - polyethylene) is being retracted because it was further identified that there was no wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes) . Product complaint(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) year old patient complains of pain in hip so the surgeon brought patient in for poly swap. No components were lose or damaged. Head was removed. After many minutes the poly liner was removed, the aid of osteotomes and other instruments was needed to remove the existing poly. Once removed the poly was damaged and sizes were not recognizable. Trials were not available due to emergent status of the procedure. An approximate sized implant was opened and was incorrect. We then opened the correct size and implanted successfully. A replacement head was opened and procedure was complete. Doi: unknown. Dor: (B)(6) 2020, unknown affected side.